Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from back to back blood tests of 56 and 59 mg/dl. Customer stated the results were obtained two hours after dinner and she had not felt any symptoms at the time. Customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer also reported comparing result obtained with truemetrix meter of 115 mg/dl fasting to result obtained with doctor's device of 171 mg/dl fasting, however tests were not reported as being performed back to back as customer had tested in the morning prior to going to the doctor in the afternoon. At the time of the call, the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, the customer was in her car and so was not able to perform a back to back blood test. The product is stored according to specification in the bedroom closet. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is a few days. Customer does not have any additional tests trips. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from back to back blood tests of 56 and 59 mg/dl. Customer stated the results were obtained two hours after dinner and she had not felt any symptoms at the time. Customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. Customer also reported comparing result obtained with truemetrix meter of 115 mg/dl fasting to result obtained with doctor's device of 171 mg/dl fasting, however tests were not reported as being performed back to back as customer had tested in the morning prior to going to the doctor in the afternoon. At the time of the call, the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, the customer was in her car and so was not able to perform a back to back blood test. The product is stored according to specification in the bedroom closet. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is a few days. Customer does not have any additional tests trips. The meter memory was reviewed for previous test result history: result 1 :124mg/dl; date:(B)(6) 2018; time:10:50pm; fasting; result 2 :118mg/dl; date:(B)(6) 2018; time:9:53pm; fasting; result 3 :112mg/dl; date:(B)(6) 2018; time:1:20pm; fasting; result 4 :105mg/dl; date:(B)(6) 2018; time:11:41pm; fasting; result 5 :56mg/dl; date:(B)(6)2018; time:06:40pm; fasting.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI# (B)(4). Note: manufacturer contacted customer on 9/7/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Correction: mlurc corrected on section additional MFR narrative.